Event description:
During a repair of the pt's aorta due to dilated cardiomyopathy and a pseudoaneurysm, this valve was explanted and replaced with a 27 mm sjm mechanical valve. A mitral valve replacement was also performed with a 33 mm sjm mechanical valve. At this time there are no concerns regarding the performance of the explanted aortic valve.